Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced an issue with one infusion set, it was leaked at site. Patient's bg displayed as 'high' and took correction bolus via pump. The duration of use of product was under a day, the patient replaced infusion set and resumed insulin successfully. No further information available.